Manufacturer narrative:
The reported events of premature separation and material fragmentation were confirmed. As received, a catheter was returned in one piece. Final analysis found one tether wire was broken, and the bullet was missing/not returned. Scanning electron microscope (sem) analysis verified the broken tether wires were fractured. The cause of the reported events was due to fractured tether wire consistent with fatigue and overload ductile fracture. No further anomalies were detected.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During implant, it was noted that the lp had separated from the delivery catheter prematurely. Upon further examination, it was found that one of the bullet tethers from the catheter had become dislodged and was able to be retrieved. The lp was not used in the procedure on (B)(6) 2024. There were no patient consequences.